Event description:
End user alleges while transferring out of the motorized wheelchair with the unit powered on she pumped the joystick causing the unit to move and injure her leg. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported bumping the joystick when transferring out of the motorized wheelchair causing the unit to move and injure her leg. The owner's manual warns, "always ensure that the power is off before getting into and out of the seat."